Manufacturer narrative:
Adjudication minutes were received and reviewed. The cec determined that the patient had a cva-minor, ipsilateral, ischemic/embolic the same day post index procedure and was procedure and device-related. The patient is a (B)(6) year-old woman with a history of dyslipidemia, smoking, hypertension, coronary percutaneous revascularization, and five tias. Source documents also reported a history of mi, diabetes and cardiac thrombus, for which the patient was receiving coumadin since 4 years prior to procedure. Pre-procedure, the nih stroke scale score was 3 due to one loc question answered correctly, right leg drift, and mild to moderate dysarthria. The rankin stroke scale score was 1. The angioguard was retrieved with no debris found in the filter. The site reported a 5% final residual stenosis. She was doing well until approximately 6 hours post-procedure, when she noted right-sided abdominal numbness. She also developed numbness of her entire right side and had difficulty moving her limb on that side. Acute stroke activation was called. It was noted that over an hour she improved but did not recover. The site reported event of tia occurring approximately 24 hours post procedure. Responding to a query for clarification of event start date, the site further reported event onset on the day of the index procedure. A head CT one day post-procedure revealed no acute intracranial abnormality, noting focal right parietal/temporo-occipital chronic infarct, minimal chronic microvascular white matter changes, and chronic lacunar infarcts within the bilateral ganglia. Neurology consultation was performed. Neurologist estimated the nih stroke scale score at 4 due to telling a wrong month (1), unability to fully keep her right leg off the bed for 5 seconds without having it drop slightly (1), neglect to light touch in the right leg (1), decreased sensation over her right leg, right abdomen, and right side of the face (1). Per further notes, she was awake, alert, and coherent, with memory intact. No dysarthria was noted, facial sensation was decreased, but no facial droop was noted. Motor extremity was 5/5 in all four extremities, but there was mild pronator drift in the right leg, but not in the right arm. Decreased sensory to light touch and pinprick in the right leg and right abdominal area was noted. Coordination exam: fine finger movements, rapid alternating movements, finger-to-nose and heel-to-shin were intact. There was neglect in the right leg to light touch but not in the right arm. Neurology addendum note stated: ¿I was called by a nurse at 02:30, who reported that her right arm weakness returned and she could not move her arm very well, lovenox was started, and the patient was placed on bed rest. Was called back at 07:00 and learned that her right arm weakness had resolved. The patient was not a candidate for tpa.¿ further consultation in the morning after the index procedure, reported that the patient felt better, had improvement of her weakness, but still had numbness on the right side and a slight drift of the right upper extremity. Per daily progress note: ¿feels a lot better this am, strength in arm good, right side of body felt numb and had some right leg weakness. Examination also revealed abnormal sensation to touch on right trunk, arm, and leg. Right hip flexion was 4/5.¿ per worksheet entry, the nih stroke scale score was 2 due to right leg drift and mild to moderate dysarthria (the same examiner as pre-procedure). The ranking stroke scale score of 2. A brain MRI two days post-procedure, compared to CT scan performed one day prior and MRI 4 years prior, revealed: 1) a wedge-shaped area of acute infarction in the left parietal cortical and subcortical white matter; 2) additional small scattered foci along the precentral and postcentral gyri and in the left frontal and parietal subcortical white matter. One punctate focus in the left parietal lobe was located more laterally. These findings may be embolic or possible watershed in nature, given the distribution. No gross perfusion/diffusion mismatch. There was also a chronic right temporal/parietal/occipital infarct with some lacunar changes in the basal ganglia and mild chronicmicroangiopathic changes, similar to the comparison exam. Impression: acute embolic versus watershed infarctions left cerebral hemisphere, as detailed above; 2) chronic infarcts and microangiopathic changes, similar to the comparison exam. An mra of the neck and brain reported antegrade flow proximal and distal to the left carotid stent, suggesting stent patency, with a note of unremarkable neck and intracranial mra. Physical therapy physician¿s consultation was performed. Neurological exam at that time found the patient alert, oriented, with normal speech. She had hemiparesis, right, mild, le >ue; reduced sensation in stocking pattern to lower shin and patchy reduced sensation right hemi. It further reported impaired fine motor function, impaired hand writing, impaired balance, abnormal gait, and muscle weakness. Assessment: cva right mild hemiparesis, peripheral polyneuropathy, impaired balance. Plan was to admit the patient to a rehabilitation facility when medically stable. The tee was negative twice and decision was made to treat the patient with just antiplatelet therapy with asa and clopidogrel, noting that mural thrombus was gone. Per neurology consultation three days following the procedure, the patient still had right arm weakness and numbness that was improving. She was discharged 6 days post-procedure on asa and clopidogrel to an inpatient rehabilitation facility due to her deconditioning, as per discharge summary. At the 30 day follow-up visit, the nih stroke scale score was 3 and the rankin stroke scale score was 0. (B)(4). Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(6) registry approximately twenty four hours post index procedure the patient suffered reflex change and was diagnosed with a tia. The patient was hospitalized for four days with residual, slight right hand weakness. The symptoms resolved on their own. The patient is a (B)(6) female. The target lesion location was the proximal left internal carotid artery (l5). The lesion was described as eccentric and ulcerated, severely calcified with a large amount of adjacent thrombus present. The rate of stenosis was 99%. The lesion was pre-dilated and a precise stent was successfully deployed in the lesion. The procedure was successfully completed. There were no adverse events reported during the procedure. There was no difficulty with stent placement or angioguard deployment. There was no thrombus at the target lesion site after the stent was placed and after the procedure. The patient was neurologically intact when taken from the angio suite. The next day the patient suffered a neurological event described reflex change. The onset was sudden. The event was described as a transient ischemic attack (tia). The patient is currently in rehabilitation.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported by the sapphire registry, approximately twenty four hours post index procedure the (B)(6) female patient had a minor ipsilateral cerebrovascular accident (cva), ischemic/embolic. The event was deemed procedure and device-related. Pre-procedure, the nih stroke scale score was 3 due to one loc question answered correctly, right leg drift, and mild to moderate dysarthria. The rankin stroke scale score was 1. The target lesion location was the proximal left internal carotid artery (l5). The lesion was described as eccentric and ulcerated, severely calcified with a large amount of adjacent thrombus present. The rate of stenosis was 99%. The lesion was pre-dilated and a precise stent was successfully deployed in the lesion. The angioguard was retrieved with no debris found in the filter. The site reported a 5% final residual stenosis. The procedure was successfully completed. There were no adverse events reported during the procedure. There was no difficulty with stent placement or angioguard deployment. There was no thrombus at the target lesion site after the stent was placed and after the procedure. The patient was neurologically intact when taken from the angiography suite. She was doing well until approximately 6 hours post-procedure, when she noted right-sided abdominal numbness. She also developed numbness of her entire right side and had difficulty moving her limb on that side. Acute stroke activation was called. It was noted that over an hour she improved but did not recover. The site reported event of tia occurring approximately 24 hours post procedure. Responding to a query for clarification of event start date, the site further reported event onset on the day of the index procedure. A head CT one day post-procedure revealed no acute intracranial abnormality, noting focal right parietal/temporo-occipital chronic infarct, minimal chronic microvascular white matter changes, and chronic lacunar infarcts within the bilateral ganglia. Neurology consultation was performed. Neurologist estimated the nih stroke scale score at 4 due to telling a wrong month (1), unability to fully keep her right leg off the bed for 5 seconds without having it drop slightly (1), neglect to light touch in the right leg (1), decreased sensation over her right leg, right abdomen, and right side of the face (1). Per further notes, she was awake, alert, and coherent, with memory intact. No dysarthria was noted, facial sensation was decreased, but no facial droop was noted. Motor extremity was 5/5 in all four extremities, but there was mild pronator drift in the right leg, but not in the right arm. Decreased sensory to light touch and pinprick in the right leg and right abdominal area was noted. Coordination exam: fine finger movements, rapid alternating movements, finger-to-nose and heel-to-shin were intact. There was neglect in the right leg to light touch but not in the right arm. Neurology addendum note stated: ¿I was called by a nurse at 02:30, who reported that her right arm weakness returned and she could not move her arm very well, lovenox was started, and the patient was placed on bed rest. Was called back at 07:00 and learned that her right arm weakness had resolved. The patient was not a candidate for tpa.¿ further consultation in the morning after the index procedure, reported that the patient felt better, had improvement of her weakness, but still had numbness on the right side and a slight drift of the right upper extremity. Per daily progress note: ¿feels a lot better this am, strength in arm good, right side of body felt numb and had some right leg weakness. Examination also revealed abnormal sensation to touch on right trunk, arm, and leg. Right hip flexion was 4/5.¿ per worksheet entry, the nih stroke scale score was 2 due to right leg drift and mild to moderate dysarthria (the same examiner as pre-procedure). The ranking stroke scale score of 2. A brain MRI two days post-procedure, compared to CT scan performed one day prior and MRI 4 years prior, revealed: a wedge-shaped area of acute infarction in the left parietal cortical and subcortical white matter; additional small scattered foci along the precentral and postcentral gyri and in the left frontal and parietal subcortical white matter. One punctate focus in the left parietal lobe was located more laterally. These findings may be embolic or possible watershed in nature, given the distribution. No gross perfusion/diffusion mismatch. There was also a chronic right temporal/parietal/occipital infarct with some lacunar changes in the basal ganglia and mild chronic microangiopathic changes, similar to the comparison exam. Impression: acute embolic versus watershed infarctions left cerebral hemisphere, as detailed above; chronic infarcts and microangiopathic changes, similar to the comparison exam. An mra of the neck and brain reported antegrade flow proximal and distal to the left carotid stent, suggesting stent patency, with a note of unremarkable neck and intracranial mra. Physical therapy physician¿s consultation was performed. Neurological exam at that time found the patient alert, oriented, with normal speech. She had hemiparesis, right, mild, le >ue; reduced sensation in stocking pattern to lower shin and patchy reduced sensation right hemi. It further reported impaired fine motor function, impaired hand writing, impaired balance, abnormal gait, and muscle weakness. Assessment: cva right mild hemiparesis, peripheral polyneuropathy, impaired balance. Plan was to admit the patient to a rehabilitation facility when medically stable. The tee was negative twice and decision was made to treat the patient with just antiplatelet therapy with asa and clopidogrel, noting that mural thrombus was gone. Per neurology consultation three days following the procedure, the patient still had right arm weakness and numbness that was improving. She was discharged 6 days post-procedure on asa and clopidogrel to an inpatient rehabilitation facility due to her deconditioning, as per discharge summary. At the 30 day follow-up visit, the nih stroke scale score was 3 and the rankin stroke scale score was 0. The patient has a history of dyslipidemia, smoking, hypertension, coronary percutaneous revascularization, and five tias. Source documents also reported a history of mi, diabetes and cardiac thrombus, for which the patient was receiving coumadin since 4 years prior to procedure. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Cerebrovascular accident is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty % of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported event. Therefore, no corrective actions will be taken.

Manufacturer narrative:
As reported by the (B)(4) registry approximately twenty four hours post index procedure the patient suffered reflex change and was diagnosed with a tia. The patient was hospitalized for four days with residual, slight right hand weakness. The symptoms resolved on their own. The patient is a (B)(6) female. The target lesion location was the proximal left internal carotid artery (l5). The lesion was described as eccentric and ulcerated, severely calcified with a large amount of adjacent thrombus present. The rate of stenosis was 99%. The lesion was pre-dilated and a precise stent was successfully deployed in the lesion. The procedure was successfully completed. There were no adverse events reported during the procedure. There was no difficulty with stent placement or angioguard deployment. There was no thrombus at the target lesion site after the stent was placed and after the procedure. The patient was neurologically intact when taken from the angio suite. The next day the patient suffered a neurological event described reflex change. The onset was sudden. The event was described as a transient ischemic attack (tia). The patient is currently in rehabilitation. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Without a lot number to conduct a DHR review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time.